Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6) 2011. There were no complications during this procedure. According to the complainant, the patient experienced erosion and pain that required surgical intervention post procedure. The exact date that the patient presented with erosion and pain is unknown. On (B)(6) 2011, the patient presented with some drainage around the incision sites, but otherwise was healing normally. On (B)(6) 2011, the patient presented with tenderness around the posterior introitus and frequency. Ditropan was prescribed for the frequency (dosage unknown). On (B)(6) 2011, the patient presented with continued frequency and urgency. On (B)(6) 2011, the physician recommended a sling revision. On (B)(6) 2011, the physician confirmed erosion of the mesh. It is unknown whether the erosion was noted before that date. On (B)(6), the exposed portion of the mesh was trimmed, then the rest of the sling was explanted. The patient was given a coaptite injection and all vaginal defects were successfully repaired. The procedure was completed with no complications and the patient was sent home with antibiotics. The pain was not separately treated. It was reported that the patient did not have any relevant medications or preexisting medical conditions that could have contributed to this event and that she was not hospitalized apart from the explantation surgery. The patient was last seen by this physician on (B)(6) 2011 and was in good condition. The patient is currently reported to be "fine" and without complications.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.